Event description:
It was reported that 1 al326 was used during an etoposide vincristine adriamycin procedure. It was reported by the rep that the clip applier jammed during procedure. A new clip applier was opened to finish the case. There was no consequence to pt.